Manufacturer narrative:
This device no longer meets reportability criteria. There is no alleged deficiency or malfunction.

Event description:
It was reported, that there was no issue of ineffective therapy. And that the device was electively explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event estimated.

Event description:
It was reported that the patient was not receiving adequate therapy. As a result, the ipg was explanted.